Manufacturer narrative:
(B)(4). Method: the returned breathing circuit was pressure tested and submerged in a water bath to test for leaks. Results: a leak was observed at the wye swivel of the breathing circuit. A lot check revealed no other complaints of this nature for lot number 100609. Conclusion: all breathing circuits are pressure tested during production. All breathing circuits which fail the pressure test are rejected. The user instructions that accompany the device state: check all connections are tight before use. Set appropriate ventilator alarms. A ventilator alarm alerts the user to a leak and allows the caregivers to act by replacing the breathing circuit according to their standard procedures. (B)(4). Notes: this complaint was duplicated however, an MDR was filed for the duplicate complaint (fisher & paykel healthcare reference (B)(4), manufacturer report number 9611451-2010-00742). The report above refers to the investigation for the single complaint breathing circuit.

Event description:
A healthcare facility in (B)(6) reported that an rt235 infant dual-heated evaqua breathing circuits leaked at the y-piece. The healthcare facility reported that the leaks were detected during testing on a maquet servo-I ventilator prior to patient use. Note: it was initially reported that two breathing circuits were affected, however the hospital only reported (and returned) one breathing circuit.

Manufacturer narrative:
(B)(4). Lot number: 100121, date of manufacture: 01/21/2010, quantity: 1. Lot number: 100609, date of manufacture: 06/09/2010, quantity: 1. The healthcare facility has returned one of the complaint circuits for testing. The circuit is currently en route from fisher & paykel healthcare's regional office in (B)(4) to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the circuits and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that two rt235 infant dual-heated evaqua breathing circuits leaked at the y-piece. The healthcare facility reported that the leaks were detected during testing on a maquet servo-I ventilator prior to patient use.